Event description:
It was reported that the sys would not produce an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the display adapter board. The sys operates as intended.